Event description:
It was reported the programmer is extremely slow. The repair disk does not help. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Slow boot up time. System errors found in the programmer error log. Error occurred when loading attempting to load software. Hard drive found out of electrical specification. Printed circuit board subassembly failure, cause unknown.